Event description:
Two anchors placed, surgeon checking for symmetry and noted collapse on right side. Re investigate area - noted fiber wire not attached to anchor. Another anchor placed. First anchor left in place, unable to remove.